Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patients ipg site reopened after removing staples and patient experienced an infection at the ipg site and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue.

Manufacturer narrative:
A patient experienced an infection at the ipg site and was hospitalized was reported to abbott. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered IV antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.